Event description:
It was reported that during implant the device exhibited no telemetry. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reason for the return could be confirmed. The device was returned in its original sterile packaging and it was found that is was not possible to interrogate the device via the rf telemetry. The inductive telemetry functioned normally. Resources have been assigned to investigate this condition but we have not yet been able to determine the root cause.